Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(6).

Event description:
It was reported the t2 misfired. There was no audible click and the gray handle did not release.

Manufacturer narrative:
A visual assessment of the device shows no ts or suture remain on the inserter. No ts or suture were returned. The devices actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.